Event description:
It was reported that the right ventricular lead exhibited noise. The noise could be reproduced with pocket manipulation. The patient experienced fatigue. The lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
Evaluation description: final analysis found an insulation abrasion at proximal to the suture sleeve impressions. Abrasions are consistent with constant friction with another implantable device. (B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.